Event description:
It was reported that during a lap supracervical hysterectomy, there was an error code 4. No further info is available. No pt consequence.

Manufacturer narrative:
(B)(4). Eval summary: the hand piece was returned in good physical condition. The hand piece was tested and was found to function properly. The hand piece was fully functional and conforming to design specifications. No error code 4 was noted. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies related to the event description were found during the manufacturing process.